Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient's weight was (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a product surveillance registry (psr) regarding a patient who received lioresal (unknown concentration and dose) in an implantable pump for an unknown indication for use. It was reported a wound problem occurred after implantation of a baclofen pump. During the bandage replacement, pus was observed at the edge of the wound. The patient was treated with floxapen on (B)(6) 2018 and staphycid on (B)(6) 2018. A wound revision on (B)(6) 2018 showed a central dehiscence of the scar above the pump. It was noted dark fluid was observed (indicated as possible liquified hematoma). There were no clinical or biochemical signs of infection; no fever. A scrapping was taken of the wound during the revision indicated a serratia marcescens infection. It was stated there could be a possible "mechanical problem" as the skin was very tight around the pump. Also, there might be a pressure component of the patient's corset. On (B)(6) 2018, it was indicated the patient's corset was not put on to relieve the pressure on the wound. There was advice to remove the pump, but because there was no clinical sign of a wound infection, the neurosurgeon decided to wait. The event was considered resolved without sequela as of (B)(6) 2018. The event resulted in in-patient hospitalization and unscheduled clinic or office visit. No further complications were reported/anticipated.